Manufacturer narrative:
The full lead was returned. The distal lv (low voltage) electrode of the lead was covered in blood. Analysis was performed and no anomalies were found. Device returned.

Event description:
It was reported that during the implant attempt when trying to fix the lead the helix would only partially extend after more than 28 turns. It was also reported that there were sensing issues. The lead was not used. A different lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).